Event description:
The customer called for help with her new meter. She performed 2 control tests and received a result of 194 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.